Event description:
It has been reported to philips the device has the "attention restart required" error after attempting to update sw and unit is stuck on this screen.

Manufacturer narrative:
Conclusion code grid updated.